Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977d260, serial (B)(4), product type: screening device. Product ID: 977d260, serial (B)(4), product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient. It was reported that the error message that ¿lead is not connected¿ was seen when using the wireless external neurostimulator (wens). The manufacturer representative tried the lead in the 0-7 port and then moved the lead to 8-15 port with the same result of the error message. The manufacturer representative was going to try a new lead and see if the issue resolved. No patient symptoms were reported. The event occurred on (B)(6) 2017. It was clarified that the calling manufacturer representative was going to head back to the operating room which indicates the patient procedure had still been in process. Additional information was received from the manufacturer representative on 2017-12-20 reporting that the leads were switched in the channels of the mltc to diagnose if the issue was with the lead or the mltc. Replacing the lead resolved the issue. The lead was connected to a used wens after the case with the same result. Additional information was received on 2017-12-22 from the representative reporting that the serial number of the defective lead that was not working was not able to be identified as the leads were mixed up during the cause in the operating room. No further complications were reported.